Event description:
On 9/16/97, the account reported an erratic phenytoin result of 3.3 mg/l and phenobarbital result of 4.7 mg/l, which were given from an aliquot tube on the axsym analyzer, without generating an error message. The results were questioned by the physician. The sample was retested in the sst tube and the aliquot tube. The following results were given: phenytoin = 24.1 and 24.1 mg/l; phenobarbital = 25.6 and 25.0 mg/l. An amended report was issued. No report of injury.